Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
During a call, the customer mentioned that she was hospitalized for high blood glucose levels a few years ago. The customer could not recall any further information regarding the event. Nothing further was reported.